Event description:
Attorney alleges "on or about (B) (6) 2007, without warning or notice, (patient) was unnecessarily, inappropriately and repeatedly shocked by her medtronic ICD with violent force, because of the failure of (sprint fidelis lead), i.e., a fractured wire, bending, insulation loss, loss of ability to capture changes in electrical characteristics in the ventricle chamber, abnormal lead impedance, sensing failure or changes in tissue conductor interface or other failure or malfunction. The misfiring of her ICD caused (patient) immediate and excruciating pain and injury, and placed her in immediate and reasonable apprehension of further great physical, and psychological suffering, extreme anxiety and even death." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.